Event description:
It was reported the pacemaker has reached the elective replacement indicator prematurely. It is also noted, the pacemaker does not give sensing measurements for the ventricular lead. The pacemaker currently remains in use. No patient complications were reported as a result of this event. It was further discovered that the patient had expired. Follow up has been inconclusive to determine the cause, therefore device and the malfunction involvement is unable to be determined. The patient had been admitted to the hospital for a non-cardiac, non device issue. No further information has been made available.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Follow up for the patient has been inconclusive. After multiple attempts, no further reasonable contacts are known. Evaluation summary: (B)(4) the actual device was not received for evaluation. We did receive performance data collected from the device and have analyzed the data. Battery voltage - battery depletion indicated/eri due to high battery impedance logged on (B)(4) 2011. Ramware version 8 installed (B)(4) 2011. Impedance - high resistance/impedance -high battery impedance leading to eri.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Follow up for the patient has been inconclusive. After multiple attempts, no further reasonable contacts are known.